Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system errors in the history log. System error 110 and 348 alarms were verified through a review of the event history log. Visual inspection found debris in the motor gears which was determined to be the cause of the system error 110 alarms. The motor gears were replaced to correct this condition. Visual inspection also identified excess grease on the upper latch switch causing the switch to stick. This was determined to be the cause of the system error 348 alarms. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's event history log was full of errors and "the pump won't start at all". There was no known patient injury or medical intervention associated with this event. No additional information is available.